Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. Additional information: b3, d8, d9, h3, h4, h6, h11. An olympus ess visited the user facility where no deviations were noted during reprocessing. The ess suggested that the customer purge air thorough the scope longer before hanging in the closet. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: the forceps elevator. Cfu: 0 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: the instrument channel. Cfu: 2 cfu. Bacterial identification: microoccus luteus, micrococcus sp. The device was evaluated where an additional potential adverse event was noted where foreign material was found on the suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the positive culture investigation, a root cause could not be determined. Additionally, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. As part of the evaluation, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the duodenovideoscope tested positive for mold. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.